Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 130 units of insulin during the load sequence. Multiple cartridges were loaded to and the customer resumed insulin therapy, however, a replacement pump was sent to the customer to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.